Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/21/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box history showed evidence of cs 078 call service alarms occurring. The pump was exercised for 24 hours with no alarms occurring. The pump case was removed and no defects were found to the printed circuit board. Unrelated to the complaint, evaluation revealed that the display was dim, faded, and discolored. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked on the threads above the bumper pad. No battery or cartridge caps were returned with the pump. A test battery cap was used to complete all testing. The cs 078 call service alarm issue was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.